Event description:
This 56 yr old female had bilateral silicone gel breast implants in 1971. The MFR of the implants is not known for sure by the pt and this reporting facility does not have a record of such a procedure being performed here. Pt desires removal of the implants due to increased encapsulation and medical problems. Gross exam: both implants appeared to leak.